Event description:
It was reported by the customer that a pyxis medstation es system had full height cubie drawer was stucked and unable to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure and noticed the drawer open manually. The field service engineer successfully addressed the problem by replacing both the solenoid and the u link. Additionally, the controller boards and the retractor band were replaced due to damage sustained from the issue. The system functioned as intended after the field service engineer troubleshooted the device.